Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer report that the insulin pump was freezing and has been in the hospital for months already. Customer blood glucose level was 729 mg/dl with diabetic ketoacidosis. He spent 14 days in the hospital because the insulin pump wont give him insulin. He was released from hospital and went home and had a mild heart attack. The customer also reported that he had a low of 53 mg/dl and treated with crackers. The customer's blood glucose was 228 at the time of call. Products are not expected to return.